Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06344 related manufacturer reference number: 2017865-2021-06650 related manufacturer reference number: 2017865-2021-06345 it was reported that the patient presented with an infected biventricular implantable cardioverter defibrillator system. Pocket erosion was also present due to the device. The physician explanted the system. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.